Event description:
Healthcare professional reported a right side rupture confirmed by MRI and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening on the posterior side assessed as fold flaw opening. ¿ capsular contracture : unable to observe since it is as event and is not related to the device. Additional observation: ¿ crease observed on the device. ¿ no penetrating nick ( stress marks). ¿ wear abrasion observed.

Event description:
Healthcare professional reported a right side rupture confirmed by MRI and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.